Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also stated that the when the insulin pump gave alert for high blood glucose so they went to clear it and hit ok the insulin pump got completely shutdown. Customer had done all troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.